Manufacturer narrative:
Report date: 04aug2021.

Event description:
It was reported to philips by a customer that the unit's touchscreen is not working. It is unknown if the unit was in use on a patient at the time of the reported event; however, no patient harm or injury was reported.

Manufacturer narrative:
B4:02sep2021. Based upon the information provided, the device was not in use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The authorized dealer found the touchscreen no longer working and requested for touchscreen replacement. The international service engineer installed new touchscreen to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
B4:19sep2021. Additional information was received indicating that the reported issue was discovered during testing. The device was not in use or providing therapy at the time of the event reported with no delay to therapy. Based on this information, this is not a reportable event.